Event description:
Approximately four months and one week post vad implantation, it was reported that the site performed an elective controller exchange due to damage to port 1 of the controller wherein connected power sources could not stay securely fastened. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the controller has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported a patient with a faulty power connection. The patient reported power sources were repeatedly disconnecting from port one (1) of the controller. The controller was returned to the manufacturer for visual and functional examination. Once examined, the controller passed all testing per specifications. Once examined, the controller passed all testing per specifications. A possible root cause for the "poor mechanical connection" event may be due to tolerance stackups between the power source connector and the controller power port. The manufacturer has an open internal investigation to evaluate these types of issues. Z-1698-2015: a field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).